Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history records review was completed for part: 04.037.055s, lot: h095430. Manufacturing location: monument, release to warehouse date: may 05, 2016, expiry date: apr 30, 2026. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material was confirmed to be correct per the specification with no relevant non-conformance noted. The manufacturing documents were reviewed and no complaint related issues were found. The review has shown that all relevant dimensions of the nail were inspected during the manufacturing process and that the used material was according to norm wrought titanium-15 molybdenum alloy for surgical implant applications. Based on the information available and the performed review of the risk file, it has been determined that no corrective and/or preventative action is proposed for the broken implant. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available or in case the device will be found during the non-conformity evaluation, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient underwent revision surgery on an unknown date due to broken trochanteric fixation nail advanced (tfna) nail at distal screw holes. Original implant date is unknown. The distal end of the nail was sent for infection analysis while the proximal portion of the nail has been decontaminated. It is unknown if the procedure was completed successfully. There was no surgical delay noted. Patient outcome is unknown. Concomitant device: distal locking screw (part: unknown, lot: unknown, quantity: 1) . This report is for one (1) tfna nail. This is report 1 of 1 for (B)(4).